Event description:
Vf undersensing resulting in failure to rescue. Two appropriate shocks for vf were delivered. After the second shock, the device incorrectly identified fine vf as return to normal sinus rhythm.